Event description:
Customer reported not feeling well. Customer was found unresponsive on the floor. Customer went to the hospital and was admitted for 2 days. Customer had chest pains and was treated for heart condition and high glucose readings. Customer stated device read "hi" since receiving it 2 weeks ago. Hospital device = 225 mg/dl and after treatment result = 157 mg/dl. No controls were used. A request was made for return product and replacement product was sent.